Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
This complaint has been re-opened as the device was returned for investigation. It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
Affiliate reported that the ventricles of the patients brain became large. It was thought that the abdominal catheter might be kinked, and also that fluid could not flow through the device. As a result the device was revised.